Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: following a bilateral inguinal hernia, a year after, the patient came in to report suffering from an autoimmune disease which had been made worse by a reaction to the mesh and there would be 2 awaiting procedures to remove the mesh.